Manufacturer narrative:
Correction: section d11. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. A review of the submitted log files spanned approximately 52 days (13apr20 ¿ 14may20 and 17jul20 ¿ 10aug20 per time stamp). On 22jul20 at 09:40, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that pump stops were found on interrogation. Log file analysis showed a pump stop on (B)(6) 2020 at 7:20 am and a low speed advisory on (B)(6) 2020 at 4:08 am. Speed drops were as low as 0 rotations per minute. A replace controller message was also captured on (B)(6) 2020 due to an lcd fault event which self-corrected. A controller exchange is not needed. The patient had a percutaneous lead repair in (B)(6) 2020. The patient has not been using the power module and ungrounded cable after the repair. The patient was brought into the clinic and had multiple pump stops and low speed and low flow events. The patient was given a power module and ungrounded cable with instructions for use. The patient denied dizziness, lightheadedness, syncope or chest pain.